Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verioiq meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the subject meter started reading inaccurately at 6:30am on (B)(6) 2015, when he obtained an alleged inaccurately high blood glucose result of "190 mg/dl" on the subject meter compared to "19 mg/dl" on a contour meter, performed more than 30 minutes apart. The time difference of greater than 30 minutes makes this comparison invalid for the purposes of determining an inaccuracy. The patient manages his diabetes with insulin (no adjustments) and he reported that he had taken his usual dose of medication, including sliding scale, prior to the start of the alleged issue. He claimed that a couple of minutes prior to obtaining the alleged inaccurate high result, he was experiencing symptoms of "lethargic and sweaty". He reported that he self-treated his symptoms with food and/or drink, shortly after 6:30am on (B)(6) 2015. He denied using any other device to check his blood sugar levels. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the samples of blood. Replacement products were sent to the patient. Although the patient was symptomatic prior to the start of the alleged issue, it cannot be ruled out that the meter may have been reading inaccurately high before this time, causing him to administer medication which resulted in him developing symptoms suggestive of severe hypoglycemia.